Manufacturer narrative:
Unit passed self test and displacement test. Unit received with corroded electronic assemblies and corroded motor home switch. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was moisture on the screen of insulin pump. The customer stated that they went to swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.